Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd896688 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The device was not returned and the product code and lot number are unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain and diarrhea. The cause of the peritonitis was unknown. On the same day as onset, the pt was hospitalized on for the peritonitis. On an unreported date, the pt was treated with unspecified antibiotics for peritonitis. Two weeks after being admitted, the pt was discharged from the hospital. On unreported dates, the pt was doing manual exchanges ¿for a few days¿ but was back to the cycler now. At the time of this report, the pt was still on unspecified antibiotics, the peritonitis was resolving, the pt was recovering from the event, and dianeal/extraneal therapies were ongoing. On the first clinic visit after the event (date unspecified),the pt was retrained on proper aseptic procedures for performing pd therapy. Additional information was requested but is not available. This is report 2 of 4 involved in this peritonitis event.